Manufacturer narrative:
No device is being returned for evaluation. As stated the monopolar electrode (mle-26-012) was being used with a saline irrigation solution. As specified in the IFU (99-1082 rev bb) warning 10. Use only nonconductive irrigation solutions, do not use saline or lactated ringers. Failure of device has been determined to be user caused. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a procedure the patient was treated with a lower uterine fibroid and acmi slimline diagnostic hysteroscope was used with saline. Acmi monopolar resectoscope was used with the saline and electrode loop would not ignite. There was no patient injury but the procedure was not completed.